Event description:
Patient with knee interpositional device revised due to persistent pain.

Manufacturer narrative:
Patient with knee interpositional device revised due to persistent pain. Review of device history record indicated that the device was manufactured to specification.